Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During system set-up for an ivtm treatment, the thermogard ivtm system (sn (B)(4)) displayed "coolant low" message. Another thermogard console was used to start the ivtm therapy without any delay. No consequences or impact to the patient.